Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The reported event for high impedance was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. A system impedance test measured within the expected range. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that there was high impedance on a lead. Surgical intervention occurred to explant and replace the ipg, which resolved the issue.